Manufacturer narrative:
Conmed received the damaged bur for evaluation on 05-nov-2015 and confirmed the report of the cutting tip breakage. Visual examination of this tapered carbide bur found a clean break near the top of the tapered shaft just below the bur head. It does not appear the break is related to the material or manufacturing process. Lot# 678359 was produced on 01-sep-2015. The UDI# is (B)(4). This lot contained (B)(4) units. No other complaints have been received on this lot. A two year review of complaint history shows that there have been two previous similar complaints, each alleging that two bur heads broke off during use in oral surgery. These complaints were associated with lot# 667813. It should be noted that all five broken bur complaints were received from one facility. (B)(4). This failure mode is addressed in the ffmea as an acceptable risk. There has been no patient adverse effect reported that is related to this device failure mode. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.

Event description:
The customer reported that while using a surgairtome two handpiece with a 2 x 7.5mm sidecutting bur during oral surgery for an impacted molar, the cutting tip of the bur snapped off within seconds of starting use. The broken portion of the bur was located and secured and another identical bur was opened. A 2-minute delay was reported, then the procedure was completed as planned with no further complications and with no patient or user injury.